Event description:
(B)(4). After the birth of my 4th child I decided it to get a permanent birth control and my doctor recommended essure. In 2007 essure was placed, couple months passed and I started to experience heavier periods that lasted a week, and more cramps. Slowly a weight gain and lower back pains. A year passed and more symptoms started to appear: head aches and body aches, more weight gain. As the years went by more symptoms started to appear: brain fogs, fatigue, acne, flaky skin on my elbows and knees, mood swings, depression, joint and muscle pain, dizzy spells, stomach issues, tender breasts, painful intercourse, tooth decay, metal taste in my mouth, diabetes type 2, high blood pressure, pain in my ankles, swelling of my ankles, pain on the bottom of my heels like needles, trouble falling asleep, always feeling drained during the day tired all the time. After different visit to the doctors and couldn't find the root of my poor health and complaints, I started to do some research and in the beginning of 2014 I came across a group of ladies that had similar health issues, thousands of ladies, and the only thing we had in common is the essure device. Came in contact with doctors that listened to me and they were willing to help me feel better. In (B)(6) 2014 the decision was made that the best option for me was having a hysterectomy and to safely remove the essure device. This procedure was done in (B)(6) 2014 during the surgery, the doctor found that my fallopian tubes had cysts in them and my uterus was weighting 200 grams when a healthy normal uterus weights 70 grams. Right after I got out of surgery the pain on my ankles and the swelling instantly disappeared, my high blood pressure started to be in the normal side. Now that it has been a month I feel much better. As my symptoms keep disappearing the joint pain is gone, the cramps are gone, and I don't feel tired all the time. I am sleeping better and I can concentrate better. Essure was a toxin in my body. Definitely I am so happy that this is out of my body.